Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the induction of anesthesia took more than 1 hour. In addition, after the console was started, the surgery time was extended for another 1 hour or more due to unspecified difficulty with isolated lung ventilation. Furthermore, during the procedure, the surgeon found congestion in the patient¿s lung which led to a planned conversion to open surgery. It was explained that the surgeon had a different impression I of the surgical field since he did not have a sense of tactile feedback/sensation using the da vinci system. As a result of the 2 hour surgical delay related to the issues encountered by the surgical staff, the surgeon elected to convert the procedure to open surgery for safety reasons. After the conversion, when the surgeon touched the lungs it was confirmed that the lung was congested. It was confirmed that there was no malfunction of an da vinci device or system, and the conversion was due to the patient anatomy.

Manufacturer narrative:
Based on the current information provided, the root causes of the conversion to open surgery cannot be determined. It is unclear as to how and why the surgical staff encountered issues with the induction of anesthesia which caused a 1 hour delay of the surgical procedure. Additionally, the cause of the reported ventilation issue is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No image or video clip were submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy surgical procedure, the introduction of anesthesia took more than 1 hour, and even after the start of the console, the surgical time was prolonged for another 1 hour or more due to unspecified difficulty with lung ventilation. As a result of the 2 hour procedure delay, the surgeon elected to convert the procedure to an open surgery for safety.